Manufacturer narrative:
On an unreported date ¿within the last year¿, the patient experienced the peritonitis event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was reported as due to s cat in the home, however the patient refused having the cat in the same room during therapy. On an unreported date, the patient sought treatment for the peritonitis at the emergency room (due to the event occurring after hours) and the patient was admitted to the hospital for the event for an unknown duration further described as ¿at least kept overnight¿. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (routes, doses, frequencies, and durations were not reported). It was unknown if the patient fully recovered from the peritonitis event, however, the patient was reportedly ¿doing ok now¿ (no further detail provided). On unreported dates approximately two weeks from the receipt of this report, the patient¿s pd catheter was removed and the patient was transferred to hemodialysis for an indefinite timeframe. No additional information is available.